Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation the device's power switch was found to be improperly seated and was wired incorrectly. The customer was contacted and confirmed he had unsuccessfully attempted to replace the power switch at his facility. The ventilator's power switch was replaced to correct the issue.

Event description:
The manufacturer received info alleging a ventilator would not power on. There was no pt harm or injury reported.